Manufacturer narrative:
Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4); product ID: neu recharger acc, serial/lot #: unknown.

Event description:
It was reported that the rechargers will not charge when plugged into wall. Caller saw green light on the desktop charger but noticed that connection seems loose when connection pin is plugged into the port on the recharger. Patient has return of symptoms and caller reported that patient had fallen about 30 minutes prior to her meeting with him. It was further reported that the patient couldn't get implants charged and because of this the patient's tremor and shaking had returned so bad that the patient was currently in the hospital. Refer to manufacturer report #3004209178-2021-17354.